Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code e216 and the image issue during angulation was caused by a short circuit due to air leak, or failure of the image sensor unit due to disconnection of the imager signal cable. The event can be prevented by following the instructions for use which state: operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that there was a e216 scope communication error, and the image disappears during angulation in the right/left direction while using the deflectable videsoscope. There were no reports of patient involvement.